Manufacturer narrative:
Evaluation in progress.

Event description:
Event description: per (B)(6), the cath lab supervisor in (B)(6). During lhc turned into pci, after predilating lesion a new 2.75 x 17 nirxcell stent was opened. The device was properly handled and the physician (B)(6) delivered the device. It was noted that there was no stent in the vessel. The stent was located on the scrub table. It never entered the body. Dr. (B)(6) properly handled the stent. The team also properly handled the stent to dr (B)(6). The location of lesion is lhc/pci. There was no harm to the patient. Additional information was received on nov 24, 2016: during inspection prior to use nothing appeared abnormal, except the physician did not notice that the stent was not on the balloon, he said he will check this more carefully in the future, he assumes now that maybe the stent was not crimped properly onto the delivery system. The product was prepped according to IFU. There were no problem during preparation. There was no resistance experienced while tracking the stent deployment system to the lesion nor when crossing the lesion. Upon visualization in the patient anatomy it was noticed that there was no stent visible so the staff began searching for the stent and found it on the table, they were initially concerned that the stent may have been lost in the patient anatomy but were relieved to find that it never entered the patient's body. The stent was located on the sterile table where the delivery system was prepped.

Manufacturer narrative:
Device history record review, IFU review, stent securement investigation report (B)(4) and final report (B)(4) attached.